Manufacturer narrative:
Philips service replaced the amc smart drive, reinstalled the software, and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry restarted multiple times due to amc drive failure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.